Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient never had a boston scientific device implanted. The patient had a non-bsc device and will be replaced with boston scientific scs.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.